Manufacturer narrative:
Device analysis. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be determined at this time.

Event description:
It was reported by the patient that approximately 4 months post a coronary stenting treatment procedure, a stroke occurred. The physician implanted a 2.50x12mm taxus express2 stent in an unspecified location. Approximately 4 months later, the patient experienced a stroke. Further information has been requested, but has not been received.